Event description:
Per independent repair center statement alleged the units' alarm will not function and the power switch has a short circuit, output port broken, sound box dirty and cabinet missing.